Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to vomiting, diabetic ketoacidosis and a blood glucose (bg) level ranging between 360-389 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on 5/27/2022 with the issue resolved and no permanent damage. Reportedly, the customer was using cold insulin. System check with clinical support specialist confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide, insulin should be at room temperature before filling cartridge.